Event description:
Pt admitted with chest pain. The pt underwent left heart catheterization and angioplasty of the circumflex. A pixel stent was attempted to be placed across a lesion however would not position. In an attempt to bring the undeployed stent back into the guide, there was resistance as a unit, the guide stent on the balloon and guide wire were removed from the body. When the balloon was observed the stent was not intact. Fluoroscopy revealed a stent in the mid right leg area. The pt required a percutaneous transluminal angioplasty of an intraluminal stent. The stent was successfully compressed and removed.